Manufacturer narrative:
H3:product analysis ((B)(4)): evaluation at emea service and repair center determined that tool is broken off in the tube . Further evaluation was required at the manufacturer¿s end; however, it could not be performed as the device was lost. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of not a complaint . No patient impact reported. Repair request escalated to a product event due to evaluation finding of the drill broken off in the tube.

Manufacturer narrative:
H3:product analysis: pss unknown tool: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Product analysis:(B)(4).:evaluation determined that the tube is deformed. The likely cause of failure is inadequate preventative ma intenance. I was noted laser marking illegible/faded . Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-aa15, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3:date of event notification-08-11-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d: additional info received about model and lot number of the tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.